Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed spi to motor pic communication error. The customer's blood glucose level was 293 mg/dl at the time of incident. The customer reported the battery died, the insulin pump shut off and the alarm was received. The customer states the alarm did not occur during the rewind/prime sequence. During troubleshooting the alarm reoccurred. The customer declined troubleshooting for the high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm noted. No self test anomaly noted. No unexpected off no power alarm or blank display anomaly noted. Pump had cracked case at display window corner, reservoir tube, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.